Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00133.

Event description:
The patient was undergoing a coil embolization procedure in the right pulmonary artery using penumbra smart coils. During the procedure, the physician successfully placed six coils in the target vessel using a non-penumbra microcatheter. The physician then experienced resistance and was unable to advance a smart coil past the hub of the microcatheter, despite having checked the smart coil in a tray of saline prior to attempting to advance it into the microcatheter. The smart coil was therefore removed and checked again, however the hospital staff did not see any abnormalities with the smart coil. The physician then re-attempted to advance the same smart coil into the hub of the microcatheter; however, the same resistance was experienced and the smart coil was removed. The physician then attempted to advance a new smart coil into the hub of the microcatheter; however, the same resistance was felt and the smart coil was removed. The procedure was then completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly for the second smart coil evaluated. The embolization coil was intact with its pusher assembly and the coil winds were offset on the proximal end of the coil. Conclusions: evaluation of the first and second returned smart coils revealed that the embolization coil winds were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. The offset coil winds likely contributed to the reported resistance. The smart coils were attempted to be advanced through a demonstration microcatheter. While attempting to advance the two smart coil through the demonstration microcatheter; resistance was encountered as both embolization coils began to take shape inside the hub of the microcatheter and the coils could not be advanced any further. The handle was functionally tested on the handle fixture for pull force and throw distance and passed for both pull force and throw distance without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00133.